Event description:
The customer reported that during a hysterectomy, the device knife would not retract and the jaws could not be re-opened while applied to tissue. The surgeon dissected the tissue directly adjacent to the jaws in order to remove them. There was no pt injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2012. To date the incident sample has not been received for eval. If the sample is received or if add¿l info pertinent to the incident is obtained a follow-up report will be submitted.